Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent was being prepared for use in a stent placement procedure. According to the complainant, during preparation, when the suture was cut, the bladder side of the stent became "broken". The procedure was successfully completed using a second polaris ultra ureteral stent. The pt was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was being prepared for use in a stent placement procedure (patient age, gender, and weight unknown).according to the complainant, during preparation, when the suture was cut, the bladder side of the stent became "broken". The procedure was successfully completed using a second polaris ultra ureteral stent. The patient was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
A visual evaluation of the returned polaris ultra ureteral stent found that there was no residue present to indicate use. The proximal end of the stent was noted to be torn off. The proximal sideport hole was also found to be torn along with the suture still being partially in place in the proximal end of the stent. It is most likely that the stent was torn when an attempt was made to remove the suture from the stent during preparation. Therefore, the most probable root cause for this event is determined to be "handling damage." Based on this analysis, this event has been deemed to no longer be MDR-reportable.